Manufacturer narrative:
(B)(6). Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Mother reported (B)(6) son had steri-strips applied following shunt procedure in (B)(6) 2014. Mother stated area was red, weeping and had swelling and blisters the exact width of steri-strips. Reported area was treated with rx for topical steroid and antibiotic creams. Reported symptoms were better after approximately 1 week.